Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture (tsp) was performed mid-posterior. An unknown stiff wire was inserted and it was noticed that it was in the laa. When trying to get the stiff wire to the pulmonary vein, the trans-septal sheath was pulled back too far and the tsp was lost. The physician did the tsp again at the same puncture site and pushed the trans-septal sheath further into the la. The wire was still directing into the laa; therefore, the trans-septal sheath was exchanged by an unknown multipurpose catheter and both the catheter and wire were directed into the pulmonary vein. The wire was exchanged via stiff wire and a watchman truseal access system (was) was inserted. An unknown pigtail catheter was inserted and the laa pressure showed a mean pressure of 22mmhg. The pigtail and was were navigated into the laa and angiogram in rao cranial and caudal view was performed. When flushing and preparing the 24mm watchman flx laa closure device and delivery system outside of the patient, the echocardiogram physician noticed a pericardial effusion. They decided to proceed with the procedure while waiting for the non-invasive blood pressure measurement. The first deployment had too low compression on the device and the position was not optimal, so a partial recapture was performed. The second deployment was performed and the patient got unstable. A pericardial puncture was performed and 500ml of blood was withdrawn. The patient stabilized and their systolic pressure went up to 120mmhg. The release criteria of the closure device were checked and the device was released. Another 500ml blood was withdrawn and a total of 1 liter was re-inserted back into the venous system via the was. 5,000 units of protamine were administered. When the pericardium was empty, the physician stopped and monitored the patient. After a few minutes, the physician noticed that the blood in the pigtail was clotted. They exchanged the pigtail and wire in the pericardium. When this was performed, the pericardial effusion came back and the physician withdrew more blood. The patient's systolic pressure was 60mmhg and the activated clotting time (act) measurement showed 140 seconds. Due to the patient's history of heart disease, the contraction of the heart was reduced. Although pressure was released from the pericardium, the systolic pressure stayed at around 60-80 mmhg. Sodium chloride and blood products were given. The patient went into arrhythmia and manual heart massage was applied. After several minutes, the heart rhythm came back and they decided to implant an intra-aortic balloon pump (iabp). The patient's health status was improving. Their pressure went up again, although they were still intubated. The iabp was supporting the heart function and no neurological deficits were expected. The last update noted that the patient was extubated, but was still in the intensive care unit.